Manufacturer narrative:
Device alarmed compromised force sensor system during basic test due to loose/protruded drive support disk. Unable to perform basic occlusion, prime/compromised force sensor system, the excessive no delivery test due to compromised force sensor system alarm. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was unable to complete the prime sequence. Customer reported the insulin would squirt out during manual prime. Customer's blood glucose was 130 mg/dl. Customer reported the insulin pump alarmed a compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.